Event description:
It was reported that the ventilator failed internal leakage and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The claimed issue was reproduced during troubleshooting. The air gas module was replaced, and the ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was kept by the healthcare facility. No ventilator logs were provided. The air gas module regulates the inspiratory gas flow and gas mixture. Any failure will be detected during pre-use check or when during ventilation by generated alarms. Since the replaced part was not returned for investigation, the root cause of the event has not been conclusively determined but the air gas module was most likely contributing to the event.